Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 432-433 mg/dl and 5.6 mmol/l ketone level resulting in a hospitalization. A manual injection was administered to address bg prior to the hospitalization. While hospitalized, the customer was treated with intravenous saline, insulin, and fluids. At the time of the event, no issues were observed with the infusion set tubing, infusion set cannula, insulin, or the cartridge in use. A system check was performed and the pump was functioning as intended. The customer was released from the hospital on (B)(6), 2021 with the issue resolved and no permanent damage.